Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver had no vibration on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the vibrator is not activated. Functional testing was performed and the vibrator test failed. A review of the downloaded data log did not observed any errors related to the customer complaint. The receiver case was opened for further evaluation. An internal visual inspection was performed and the inspection passed. The vibrator assembly was replaced with a known good vibrator assembly and the receiver tests passed. The vibrator assembly was measured and the vibrator assembly was determined to be defective. The reported event of no vibration was confirmed.